Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed sodium (na) and potassium (k) results on a dimension exl with lm instrument. Hsc has reviewed the information provided by the customer and the instrument data. Instrument checks performed by the customer were acceptable. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. Reprocessing of the same sample yielded expected results. A potential product issue has not been identified. The system is fully functional. The cause of the event is unknown. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely depressed sodium (na) and potassium (k) results were obtained on a patient serum sample on a dimension exl with lm instrument. The results were reported to the physician(s) and were questioned. The same sample was reprocessed on the same instrument and higher results were obtained and considered correct. The patient was transported to another facility due to the depressed sodium result. The same sample was reprocessed at an alternate facility on an unspecified instrument and a high correct result was obtained and reported. A peripherally inserted central catheter (PICC line) was inserted in the patient before the sodium was found to be normal. There were no adverse health consequences due to the discordant falsely depressed sodium and potassium results or due to the treatment.